Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. In addition, they also reported that they experienced a blood glucose level that is possibly more than 600 mg/dl, as their meter could not provide an exact number but indicated that it was high. The customer treated with a manual shot. The customer stated that they were trying to fill tubing when the compromised force sensor system alarm occurred. Troubleshooting for prime rewind was performed. The insulin pump was neither dropped nor bumped. The drive support cap was sticking out and the customer stated that they did not recall pressing the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting for the motor error. The insulin pump was returned for analysis.